Event description:
Customer's wife reported the compact system gave a blood glucose result of 424 mg/dl at 2:30 pm, he took prescribed 12 units of humalog at that time. One hour later, he was symptomatic of hypoglycemia: staggering, incoherent, required treatment by layperson. Fifteen minutes after treatment, customer's blood glucose result on the same compact system was 51 mg/dl. A request was made for the return of the system and a replacement was sent.